Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure to remove and replace the device, as a fluid leak was suspected. During surgery, the source of the fluid loss was not identified. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.